Event description:
It was reported via repair work order that the nurse call cable was damaged however the nurse call capabilities were still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.